Manufacturer narrative:
(B)(4). Product registration - additional information. B5: describe event or problem - additional information. D4 catalog no- additional information. Primary UDI number - additional information. H2 type of follow up - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dexcom application crash" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.